Manufacturer narrative:
During follow-up, the patient's wife said he noticed no defect or malfunction with the catheters. His wife said she thinks he is getting repeated uti's because he does not wash his hands or the insertion area before he catheterizes when he is in a hurry and doesn't take the time to wash himself first.

Event description:
Intermittent catheter patient (user) said he gets urinary tract infections (uti's) concurrent with catheter use so is not using the catheter much and doesn't know if it is the catheter that is causing the infections. He stated he cannot get to the doctor now to get tested, as he is too weak. During follow-up, the patient wife said he went to a family care center and was prescribed an antibiotic, took the medicine, and the infection seemed to be resolved. It seems like the uti may be returning, however, because he is experiencing similar symptoms.